Manufacturer narrative:
(B)(4). Additional information: how was the device removed from tissue? The jaw did not clamp the tissue when the event occurred. Was there any tissue damage? If so please explain. No. Were there any unusual noises heard? No. Was there any torquing or twisting while firing the device? No. Was the device difficult to fire? No. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. During analysis the jaws open and close as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoid resection procedure, the jaws did not open after the 3rd firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.